Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and found no non-conformances. When the pump was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the complaint. Based on this, no MDR would have been required.

Event description:
The initial reporter stated that the pump "stopped between programmed feedings". They stated that the pump was programmed at a rate or 250 ml/hr and a dose of 500ml. They stated that it delivered 500 ml, but also stated that the pump took forty minutes longer to deliver the dose than it should have. They also stated that the "bag only showed 300 ml was given instead of 500ml". Mmdg followed up with the initial reporter who stated that the patient did not have any adverse effects due to the complaint. (B)(4).

Manufacturer narrative:
This device was not returned to mmdg and therefore could not be evaluated. Mmdg has not been able to confirm this complaint. Based on the complaint information provided, the pump may have been infusing at a rate that mmdg would consider reportable, however, mmdg received information in the complaint that was contradictory. It is unclear if the pump under infused or if it infused correctly. This report will be updated if the pump is returned to mmdg for this complaint.

Event description:
The initial reporter stated that the pump "stopped between programmed feedings". They stated that the pump was programmed at a rate or 250 ml/hr and a dose of 500ml. They stated that it delivered 500 ml, but also stated that the pump took forty minutes longer to deliver the dose than it should have. They also stated that the "bag only showed 300 ml was given instead of 500ml". Mmdg followed up with the initial reporter who stated that the patient did not have any adverse effects due to the complaint. (B)(4).